Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that a lancing device was missing from her kit. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the issue with the lancing device occurred on (B)(6) 2017 at 3.44 pm. He reported that he manages his diabetes with insulin(self-adjuster) and he administered his normal amount of medication (novolog 14 units). The patient alleged that on the day the lancing device issue began he developed symptom of ¿sweaty¿. No treatment was required for the alleged symptom. During troubleshooting the csr noted that the lancing device was missing from the package, and the closure seal on the packaging was intact, prior to opening. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.